Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error message: "over load" and a strange noise was heared when the pump was running. No patient was involved. Further information was requested but still pending. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 twin pump displayed the error message: "over load" and a strange noise was heared when the pump was running.

Manufacturer narrative:
The error message "overload" was reported. According to the service report the field service technician (fst) performed as follows: the fst checked the twin pump and found that the motor ist defective. He replaced the motor of the twin pump, after that the error message disappeared. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. The replaced hl 20 twin pump motor was not available for further investigation. However the error message: "overload" can be linked to the following most possible root causes according to our risk management file (dms#: (B)(4)): wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Pump blocked. The review of the non-conformities during the period of 2013-10-29 to 2021-03-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Based on these investigation results the reported error message: "overload" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).